Manufacturer narrative:
The customer reported that they did not receive an alarm at the central station and a patient expired. The customer waited a week before reporting the incident to philips. The field service engineer contacted the customer but was not required on site since the customer provided the logs to the customer care solution center for review. A review of the provided logs indicated that on (B)(6) 2014 for room e510 beginning @3:44:49, until 04:42:35, there were 19 ***tachy; 6 ***vtach; 1***desat; 2 ***vfib/tach and 5 ***brady alarms, all of which were silenced at the central station. A review of the provided strips, indicated that while the strip displayed a brady rhythm and the strip was labeled with a hr of 132/bpm, the screen updates quicker than the information on the strips. It was also noted that there was a ***tachy alarm just prior to the brady rhythm noted on the strip and the rate would have calculated the faster rate as well as the slower rate to determine the displayed rate. A review of the provided strips, indicated that while the strip displayed a brady rhythm and the strip was labeled with a hr of 132/bpm, the screen updates quicker than the information on the strips.

Event description:
The customer reported that they did not receive an alarm at the central station and a patient expired. The customer waited a week before reporting the incident to philips. This is being reported as a death. No further information is available.